Event description:
It was reported that during routine inspection, the screen was blank. Review of provided logs showed that the ventilator had shutdown itself. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Investigation was performed on-site by our field service engineer. The dc/dc & standard connectors pc board was replaced but not returned for investigation. Provided ventilator logs were reviewed. The event log contains a technical error code indicating communication failure between panel and monitoring subsystems during startup. The result of this is that the screen will not function and becomes blank. It was also noted in the logs that, when the ventilator was powered on it was constantly restarting. This restart is only affecting the monitoring subsystem - the ventilation is not affected and continues with unchanged settings. However, curves, parameters and values will not be visible during the few seconds it takes for monitoring to restart. Since the replaced part was not returned for investigation, the root cause of the communication error has not been determined.

Event description:
Manufacturer's ref (B)(4).